Event description:
The pump speed was reduced to 3000 rpm, the outflow graft was clamped, the lvad was turned off to be removed for testing and inspection by the surgeon. The surgeon found that when running the pump in a bucket of saline, the flow would not get above 2.0 lpm. There was significant lv unloading as lvad speed was increased. No equipment was removed from the patient, no adverse consequences or events were noted, and the patient was doing well on full lvad support with optimal hemodynamics.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pledget within the pump could not be confirmed through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU lists adverse events, including device thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 also lists thromboembolism as a potential late postimplant complication. Section 5 of the IFU states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during the implant procedure after the patient was removed from cardiopulmonary bypass (cpb), the pump appeared to be operating as intended. Suddenly the flow dropped to 2.0 liters per minute (lpm) and the left ventricle (lv) was noted to be full under an echocardiogram (echo). Increasing the speed did not help the lv unload. The flow remained in the 1.5-2.0 lpm range. The patient's hemodynamics were nominal, right ventricle (rv) function was good, and fluid status was good. It was determined that the acute change was due to an obstruction in the left ventricular assist device (lvad). The surgeon placed the patient back on cpb. When the pump was turned off the surgeon found that a large pledget had been sucked into the pump from the lv pledgeted sutures during the procedure. The pledget was removed from the pump carefully by the surgeon and the pump was tested in a basin of saline. Flows improved drastically and the pump operated as intended. The pump was secured back to the apical cuff and the patient was weaned off of cpb. No issues were noted after removing the pledget.